Event description:
On 6/16/1998, the MFR (MFR.) Received a report and two (2) devices from the international distributor concerning a customer in their territory that experienced two (2) problems with this product. This report concerns the first event (ref. MDR#1056436-1998-000050 for the second event). The report states the following: the guidewire was found damaged when the catheter kit was opened. No further info was provided.